Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. The patient experienced a contamination (details not provided), the patient further described the cause of the peritonitis as due to " the bad shape of the boxes and bags " (details not provided). On the same day, the patient experienced abdominal pain. Three days later the patient went to the hospital and was diagnosed with peritonitis which was considered a manifestation of the abdominal pain. On the same day the patient recovered from the abdominal pain and was not hospitalized. On an unreported date, the patient began treatment with ceftazidime, a mixture of 1 vial of antibiotic diluted in a syringe of 10 cc and to apply 2 cc with every dianeal 1.5% bags (ip-intraperitoneally; frequency not reported) for peritonitis. At the time of the report, the peritonitis was resolving and the patient was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.